Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a long charge time of 20 seconds during a follow up appointment. The monitoring voltage was middle of life 1. A manual capacitor reform was done, and the charge time increased to greater than 24 seconds causing elective replacement indicator (eri). The replacement is scheduled. The device has been implanted approximately 3 years.